Event description:
One day following a percutaneous rf ablation procedure of a 5cm hepatocellular carcinoma, patient had severe chest pains and returned to the hospital. It was determined that patient had blood in the pleural space. It was drained and the patient subsequently went into cardiac arrest. Patient was resuscitated, admitted to the hospital, and died of liver failure approx 12 days post rf ablation. No autopsy was performed.